Event description:
Pt revised after x-ray showed femoral head not to be fully seated in acetabular. Found a 36 head was implanted with a 32 liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.